Manufacturer narrative:
Concomitant products: product ID 8731, serial # (B)(4), implanted: (B)(6) 2005, product type catheter; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).

Event description:
On (B)(4) 2015, information was received from a consumer, regarding a patient who was receiving an dilaudid (concentration, dose, and dates of therapy not provided) via an implantable pump. Concomitant medications and medical history were not reported. Indications for use included spinal pain, non-malignant pain, and failed back surgery syndrome. It was reported that the pump "created a lot of problems." Following a pump replacement on (B)(6) 2012 ((B)(6) 2012, according to manufacturer's records), and within 8 hours of re-implant, the patient was overdosed; the patient's speech was slurred. When the patient got the same dose after the surgery, they "were out of it." It was reported that it took 4 hours to find medical staff to deal with the overdose. The patient was brought to a rehabilitation facility and the pump was reduced to a minimum flow rate for 48 hours. The patient did not have pain for 72 hours after the new pump was implanted. According to the consumer, the patient stated that the pump was "turned on to an 8 after surgery." Addi tional information regarding the nature of the overdose, troubleshooting/diagnostics, cause of the event, and resolution was requested. If additional information is received, a follow-up report will be sent.